Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photos were received by bd (B)(4) and confirmed to be from batch #6001842 (p/n 305916). This complaint is confirmed to be within the scope of a known issue. DHR review: quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: CAPA (B)(4) was opened to address this issue.

Event description:
It was reported that the bd safetyglide¿ needle was mixed in the same sleeve together, all marked 1". Two of them are 5/8" and one is a 1" needle this was noticed before use. No serious injury or medical intervention noted.